Event description:
It was reported that adverse event without identified device or use problem. The following was received from the initial reporter: patient reported that she had 2 injections of dupixent from mdo on (B)(6) 2023, and started edema (swelling on ankles, fingers, and around her eyes) noticed on (B)(6) 2023 with 9 lbs gain in weight since (B)(6) 2023 and vertigo. Per clinic pharm and (B)(6), there is no vertigo associated with dupixent, but tymlos that patient started for 1 month. (B)(6) listed edema as a postmarketing ae for dupixent.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5145670]. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that adverse event without identified device or use problem. The following was received from the initial reporter: patient reported that she had 2 injections of dupixent from mdo on (B)(6) 2023, and started edema (swelling on ankles, fingers, and around her eyes) noticed on (B)(6) 2023 with 9 lbs gain in weight since (B)(6) 2023 and vertigo. Per clinic pharm and (B)(6), there is no vertigo associated with dupixent, but tymlos that patient started for 1 month. (B)(6) listed edema as a postmarketing ae for dupixent.